Event description:
It was reported, "patient has had a total of 6 bilateral hip replacements. Patient advised that she has lost mobility and is experiencing severe loss in range of motion. Patient alleges a history of unconfirmed revision by stryker. Patient also advised that she has severe leg length discrepancy, squeaking, and pain. Note: removal of stem and 32mm ceramic head performed for leg length discrepancy.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report was requested. If it become available, the evaluation summary will be submitted in a supplemental report.